Event description:
The facility's picu (pediatric intensive unit) reported an extension cracked and leaked where it connects to the syringe pump (baxter as50)while infusing lasix to a pt the leak was discovered at 22.10 in 2005. The patient had no urine output. The nurse reported that the patient was started on dialysis on the 3rd day.